Event description:
On (B)(6): customer reports via phone that staff were performing a lithotripsy, stent removal and stent placement on an approximately (B)(6), under general anesthesia, when fluoro failed. Staff moved the patient onto another table and completed the procedure using a portable c-arm fluoro unit. Patient is fine. No reported injury.

Manufacturer narrative:
Product monitoring follow up: hospital staff stated they had used a large amount of sheets to absorb fluid under the urology table and hit the splash crash guard micro switches. Once the staff removed all the sheets from under the table, reset the splash crash guard switches, and rebooted the system, all urology table functions returned and they have experienced no further issues with the urology table.